Manufacturer narrative:
User facility listed. Manufacturer reference number: (B)(4).

Event description:
According to the reporter: occurred prior to a sleeve gastrectomy. There was difficulty unloading the device. The jaws of the reload could not be opened after they were closed. There was no possibility to cycle the reload. They could only be opened after the battery was removed and re-inserted. The device was manually cleaned using an autoclave. No patient involved.